Manufacturer narrative:
(B)(4).

Event description:
Bravo ph monitor implanted in patient's esophagus. The first bravo capsule failed to transmit. It was reported that the physician then implanted a second device. Patient reported painful swallowing. Physician prescribed carafate to alleviate pain symptoms. No further information provided.